Event description:
The company received info that suggested that an air leak occurred from the balloon cuff and that the pt temporarily became hypoxic. The customer indicated that once the pt was re-intubated the spo2 returned to normal. Attempts have been made to gather further info from the customer regarding details of this occurrence. Thus far, the info does not suggest that this resulted in permanent harm nor injury to the pt. The customer indicated that the device will be returned for eval.